Event description:
It was reported that when using the bd pyxis¿ medbank mini, user was unable to issue medication. The customer mentioned that the medication did not appear as an option to issue. It could not be added because it was a narcotic. Pharmacy provided validation code 158755, but the medication was not available in the patient order list to select. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that there was no active order ID 158755 for the patient. A technical support specialist (tss) found that oxycodone 5 mg tablets (item ID 65100075100310) were assigned to bin 01 11 with a quantity on hand (qoh) of 4. The tss confirmed in the cubex app that the item did not appear on the patient order list screen. The customer stated that oxycodone/apap 5/325 mg was a different medication. The tss checked the mql patient med orders list and found no reference to active order ID 158755. The tss attached the knowledge article ¿medbank: medication not showing on profile¿ for reference. The customer mentioned that the pharmacy had instructed the facility on how to obtain the medication from another source. The case was then closed after confirmed with customer.